Event description:
It was reported that the patient continued to experience urinary incontinence with his artificial urinary sphincter (aus). A surgical procedure was performed in which all the components were removed and replaced with a new aus system. No information was provided about the patient's outcome. No more information is available at the moment.